Event description:
Baxter healthcare corp. Rt 120 & wilson rd, round lake, il 60073-0490. Evaluation info: the micromix compounder was evaluated at out product svc facility and found to have a failure of three air system pressure relief valve that caused the "no flow" alarm that was reported. The device detected this failure and alarmed appropriately. With the initiation of this alarm state, the station was not complete and the device would not proceed further to make the comparison of the delivered amount to the programmed amount for the trace elements. The device software could not make the comparison and therefore would not display a p-22 (overfill) alarm. The device also would not have displayed a "complete" indication and therefore it was not indicating that the correct amount was delivered. In the absence of a "complete" message a compounded solution should not be used. To utilize a solution without receiving a "complete" message would be contrary to operating instructions for the micromix compounder. Description of any design changes or modifications: there have not been any changes to the device since it was first marketed that would be related to this reported occurrence. Cause of discrepancy: it was reported that a 10 ml source vial was used. Approx 3 ml of this solution will be used in the priming of line. The compounder detected a no flow state and alarmed appropriately. With this alarm state the device would not proceed further and a "complete" message would not have had been displayed. The individual using the device responded appropriately by not using the partially compounded solution.